Event description:
A surgeon submitted patient data for the centurion program. During an in house review, it was noted this patient experienced a decrease of 2 lines of bcva at the 3 month post operative visit.